Manufacturer narrative:
D4: serial number corrected. Please refer to the attached analysis report.

Event description:
Reportedly, noise oversensing of myopotentials was observed between (B)(6) 2020 and (B)(4) 2020. The sensitivity was programmed at 0.4 mv and the persistence at 15 cycles.

Manufacturer narrative:
D4: lot number and unique identifier (UDI) number updated.

Event description:
Reportedly, noise oversensing of myopotentials was observed between (B)(6) 2020 and (B)(6) 2020. The sensitivity was programmed at 0.4 mv and the persistence at 15 cycles.

Event description:
Reportedly, noise oversensing of myopotentials was observed between 7 january 2020 and 16 september 2020. The sensitivity was programmed at 0.4 mv and the persistence at 15 cycles.